Manufacturer narrative:
Correction: this report is to retract 2017865-2020-09919, submitted 27 jul 2020. This report was erroneously submitted. There is no allegation of a malfunction on this product and was electively explanted for a system upgrade.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker exhibited high ventricular pacing and was explanted and replaced.